Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had no iodine on the sponges; further described by the home patient (hp) as "the minicaps were dry". This was found during setup. The hp stated that they threw out half of the box because of this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.